Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure; one in the proximal lad and one in the 1st diagonal. Approximately 6 months post index procedure; the patient suffered a myocardial infarction. The patient was treated with a revascularization of the 1st diagonal and proximal lad. The patient recovered with treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.